Event description:
Customer reported having low blood glucose symptoms. Paramedics were called; customer received result of 121 mg/dl on the compact plus and result of 20 mg/dl on the professional meter within 10 minutes. Customer was treated with a glucose IV and low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.